Manufacturer narrative:
In follow-up, it was reported that a debris was taken out of the patient's eye with a surgical instrument. The intraocular lens was implanted. No medical issue reported.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical products: 1mtec30, lot #ca00109. Device evaluation: no lens was received as it remains implanted. However a 1mtec30 cartridge and a vial filled with solution were received. The cartridge was visually inspected; scarce ovd (ophthalmic viscoelastic) residue was observed inside the cartridge. No damages were observed on the cartridge. In addition, no debris was received for analysis. The vial was inspected and no debris was observed inside. The customer's reported event was not verified. A review of the manufacturing process records for the intraocular lens was conducted. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. Lenses are 100% cleaned and inspected at 10x microscope magnification. The visual inspection specifications are defined and the lenses were within specifications and in compliance with the product intended use. A search on complaints related to the production order for the lens revealed that no other complaints for this order number were received to date. The lens met specification prior to release. The manufacturing process for the cartridge was additionally reviewed. The manufacturing process record was evaluated and the cartridges were manufactured within specifications. The units were released according to specification. No non-conformance reports (ncr) were issued during the manufacturing process. The cartridge met specification prior to release. Labeling review: the dfu (directions for use) state to open the peel pouch and remove the lens in a sterile environment and to examine the lens thoroughly to ensure particles have not become attached to it, and to examine the lens optical surfaces for any other defects. The directions for use adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens is still implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol) a piece of debris was observed on the iol in the patient's eye. The doctor observed the debris and the cartridge part and found a part of the cartridge was damaged. The doctor believes the debris was a part of the cartridge. No patient injury reported.